Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) programmed it to last five years in the physician office and was adjusted another time. On (B)(6) 2024, the battery was scheduled to be changed out. It will be reprogrammed again and adjusted. The patient will monitor the battery and do recheck appointments with the physician and rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they lost their handset, and needed to turn stimulation back on. Patient said they had turned stim off in january because the implanted battery was getting low, so they wanted to make the battery last longer. Patient mentioned they were told the battery would last 5 years, but had only lasted 3.5. Then in february they went to look for the handset to turn stimulation back on and realized the handset was lost. Patient also mentioned they were going to have foot surgery on the 22nd and would have to wait a month before the implant battery could be replaced. Patient also asked if they could get a replacement handset temporarily to turn stimulation on while they figure out if they were going to get an upgrade or not. The patient was redirected to their healthcare provider to further address the issue. .